Manufacturer narrative:
Philips remote customer service was able to confirm there was no sound coming from the device. Based on the information available, the cause of the reported problem was a faulty speaker assembly. The reported problem was confirmed. The customer was provided a replacement speaker assembly to resolve the issue.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the speaker was defective. It is unknown if the device was in use at time of event, and there was no adverse event reported.